Manufacturer narrative:
Initial and final MDR (B)(4). E1: patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in netherlands. On (B)(6) 2024, it was reported that the patient went a lot of swimming in the last few days ago due to this infusion sets came loose earlier and tape was not sticking because tape became loose due to swimming. No further information available